Event description:
The user facility reported an increase in pressure during an operation for pericarditis treatment with capiox fx15 device. Follow up information from the user facility reported the following: about 2 minutes after ecc started, pressure before the oxygenator increased to 350mmhg and the flow rate was dropped to less than 2l/min; the oxygenator was used under on-pump-beating, this had no impact on the patient; the oxygenator was replaced with a new one from a competitor; the estimated amount of blood loss was 150cc due to the device change out; once the device was changed out the issue disappeared; act was more than 500 seconds; the operation was completed successfully; and there was no harm to the patient.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. (B)(4). The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information. The involved perfusion record was reviewed as follows: the case was an on pump-beating procedure, where an increase in the pressure occurred: two minutes after the initiation of the circulation, the pressure before the membrane started to increase; five minutes after the initiation of the circulation, the actual sample was changed out; and bicarbon,transamin, mannitol and heparin were used in the prime. A review of the device history record confirmed there was no production related issue. A review of the complaint files confirmed that this lot has not been reported previously based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). The actual device was not returned.